Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, upon sensor removal, the patient reported the sensor wire was missing. No patient symptoms were reported. The patient went to the emergency room for evaluation. It was reported that there was an unspecified attempt to remove the retained sensor wire, but that it was unsuccessful. Attempts to reach the reporter for further event clarification were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.